Event description:
Note: this report pertains to the first of two spyscope ds ii devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the spyscope ds ii was removed from the patient and cleaned. Upon reinsertion into the patient the vision was lost. Reportedly, visualization was lost 50 minutes into the procedure. The staff reported the screen was buffering showing the dots and then the image was lost completely. After multiple attempts to reconnect the scope and restart the controller, the issue was not resolved. A second spyscope ds ii was used; however, this scope also lost visualization after 15 minutes of use. The procedure was not completed due to this event. A plastic stent was placed and a follow up procedure will be performed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. No image was displayed and the device was not recognized. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed a camera wire appearing damaged at the camera housing/cap. It was noted that the wires or through-silicon via (tsvs) appeared to have residue present, possibly from fluid ingress or corrosion. It is possible that fluid reached the redistribution layer (rdl) or tsv and as it dried, corrosion of the wires took place. In the handle, no damage was observed to the printed circuit board (pcb) or camera wire. The allegation of a visualization issue was confirmed and likely due to camera wire damage. The reported event was confirmed. It is likely that the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure, causing the reported visualization issue and introducing potential corrosion. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires. An investigation has been completed to address visualization issues due to camera wire damage. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two spyscope ds ii devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the spyscope ds ii was removed from the patient and cleaned. Upon reinsertion into the patient the vision was lost. Reportedly, visualization was lost 50 minutes into the procedure. The staff reported the screen was buffering showing the dots and then the image was lost completely. After multiple attempts to reconnect the scope and restart the controller, the issue was not resolved. A second spyscope ds ii was used; however, this scope also lost visualization after 15 minutes of use. The procedure was not completed due to this event. A plastic stent was placed and a follow up procedure will be performed. There were no patient complications reported as a result of this event.